Manufacturer narrative:
No serial number was provided; therefore, a device history record (DHR) review was not performed. No product was returned; therefore, visual and functional tests could not be performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the product had a leak. Upon inspection, the extension set tubing connection was not too loose, but able to be separated easily. A white pump particulate appeared underneath the tubing portion that goes across top of the cassette. The black bag and the entire pump had 5fu crusted on it. Patient was not affected. No patient injury reported.